Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported the patient was receiving IV fluids and antibiotics via infusion pump. Patient began to experienced a sudden change in mentation. CT scan was ordered and revealed an air emboli in the right atrium. Patient was transferred to ICU for further treatment of the air emboli. Patient impact is unknown.

Event description:
It was reported the patient was receiving IV fluids and antibiotics via infusion pump. Patient began to experienced a sudden change in mentation. CT scan was ordered and revealed an air emboli in the right atrium. Patient was transferred to ICU for further treatment of the air emboli. Patient impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.